Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected g2: report source.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort and swelling in the proximal part of the penis. Due to the swelling, it is difficult to inflate the device; therefore, the ipp is not cycling properly. A revision surgery has been scheduled.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort and swelling in the proximal part of the penis. Due to the swelling, it is difficult to inflate the device; therefore, the ipp is not cycling properly. A revision surgery has been scheduled.